Event description:
The bipolar set was broken such that visualization was so bad it was unsafe to continue with the surgery. Vision was ok at the beginning of the case but as soon as there was some bleeding, visualization deteriorated.